Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the quickserter broke. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they did not insert set correctly. The customer was advised the serter would be replaced. The customer declined to troubleshoot for the highs.